Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
When surgeon took drill bit from femur, he noticed that drill tip was missing. X-rays were taken.

Manufacturer narrative:
Corrected: lot #, date product rec'd by mfg., evaluated by manufacturer, manufacture date. Examination of the returned device confirms the reported device fracture. The item was tested on a calibrated rockwell hardness tester and was found to be within specifications at 48 hrc with no cylindrical correction added. Based on previous investigation and the hrc reading of the returned sample, the investigation concluded an overload condition most likely to be the contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.